Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 508018-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: orthonovum from 1996 to 2005. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain (",pelvic/abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), genital haemorrhage ("gen. Abnormal. Bleeding /abnormal bleeding (general)"), vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)"), adrenal insufficiency ("adrenal failure / hormonal changes describe: adrenal failure"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), rash ("rash/skin condition"), fibromyalgia ("autoimmune disorder : fibromyalgia./ autoimmune disorder type of disorder: fibromyalgia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), migraine ("migraine, migraines / headaches"), headache ("headaches"), tooth disorder ("dental problems"), nausea ("nausea,"), fatigue ("fatigue"), alopecia ("hair loss"), skin infection ("skin infection / infection (other) describe: skin"), acne ("acne"), cyst ("cysts"), visual impairment ("vision problems"), urticaria ("hives"), pruritus ("itching"), peripheral arterial occlusive disease ("pad"), feeling abnormal ("neurological conditions or problems type: brain fog,"), carpal tunnel syndrome ("carpel tunnel"), vision blurred ("vision/eye problems type: foggy vision"), gastrooesophageal reflux disease ("gerd"), irritable bowel syndrome ("ibs"), inflammation ("chronic inflammation"), arthritis ("joint inflammation "), lung disorder ("lung problems"), arthralgia ("joint pain / hip pain / ankle pain / knee pain"), pulmonary fibrosis ("fibrosis in my lungs"), chronic obstructive pulmonary disease ("copd"), arterial occlusive disease ("blockages in my arteries"), musculoskeletal pain ("shoulder pain") and neck pain ("neck pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, allergy to metals, adrenal insufficiency, rash, hormone level abnormal, migraine, headache, tooth disorder, nausea, fatigue, alopecia, weight increased, skin infection, acne, cyst and urticaria had resolved, the menorrhagia, dysmenorrhoea, dyspareunia, genital haemorrhage, vaginal haemorrhage, blood disorder, cardiac disorder, fibromyalgia, psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, visual impairment, pruritus, peripheral arterial occlusive disease, feeling abnormal, carpal tunnel syndrome, vision blurred, gastrooesophageal reflux disease, irritable bowel syndrome, inflammation, arthritis, lung disorder, pulmonary fibrosis, chronic obstructive pulmonary disease, arterial occlusive disease, musculoskeletal pain and neck pain outcome was unknown and the arthralgia was resolving. The reporter considered abdominal pain, acne, adrenal insufficiency, allergy to metals, alopecia, arterial occlusive disease, arthralgia, arthritis, bladder disorder, blood disorder, cardiac disorder, carpal tunnel syndrome, chronic obstructive pulmonary disease, cyst, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, inflammation, irritable bowel syndrome, lung disorder, menorrhagia, migraine, musculoskeletal pain, nausea, neck pain, pelvic pain, peripheral arterial occlusive disease, pruritus, psychological trauma, pulmonary fibrosis, rash, skin infection, tooth disorder, urinary tract disorder, urticaria, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment and weight increased to be related to essure (ess205). The reporter commented: were you advised of any complications from your essure removal procedure? Yes content of the communications: advised there were complications due to issues with both my lungs and heart. I have fibrosis in my lungs. Copd and blockages in my arteries ((B)(6) 2018) date discrepancy removal was on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Imaging procedure - on an unknown date: result: bilateral occlusion. Lot number (508018 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: update of information (batch is not valid) on 26-mar-2020: fu 5& 6 process together. Quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain (',pelvic/abdominal pain'), genital haemorrhage ('gen. Abnormal. Bleeding') and adrenal insufficiency ('adrenal failure') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), adrenal insufficiency (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain (",pelvic/abdominal pain"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), allergy to metals ("nickel allergy"), rash ("rash/skin condition"), fibromyalgia ("autoimmune disorder : fibromyalgia."), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), nervous system disorder ("nuero condit/problem"), migraine ("migraine"), headache ("headaches"), tooth disorder ("dental problems"), nausea ("nausea,"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal conditions"), alopecia ("hair loss"), skin infection ("skin infection"), acne ("acne"), cyst ("cysts") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, adrenal insufficiency, abdominal pain, allergy to metals, hormone level abnormal, nervous system disorder, migraine, headache, tooth disorder, nausea, fatigue, gastrointestinal disorder, alopecia, weight increased, skin infection, acne and cyst had resolved and the genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, blood disorder, cardiac disorder, rash, fibromyalgia, psychological trauma, bladder disorder, urinary tract disorder, vaginal infection and visual impairment outcome was unknown. The reporter considered abdominal pain, acne, adrenal insufficiency, allergy to metals, alopecia, bladder disorder, blood disorder, cardiac disorder, cyst, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, rash, skin infection, tooth disorder, urinary tract disorder, vaginal infection, visual impairment and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: case became incident. Unspecified event "injury to herself" was updated to more specific events: "dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding),gen. Abnormal. Bleeding, blood/heart disorder, rash/skin condition, other, nickel allergy, autoimmune diagnosed: fibromyalgia, psych injury, bladder problems. Urinary problems, vaginal. Infect, hormonal changes, neuro condit/problem, migraine, headaches, dental problems, nausea, fatigue, gi conditions, hair loss, vision problems, weight gain, skin infection, adrenal failure, acne, cysts".patient's demographics were added, essure removal date added. Product indication updated. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain (',pelvic/abdominal pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), genital haemorrhage ('gen. Abnormal. Bleeding /abnormal bleeding (general)'), adrenal insufficiency ('adrenal failure / hormonal changes describe: adrenal failure') and pulmonary fibrosis ('fibrosis in my lungs') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), adrenal insufficiency (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain (",pelvic/abdominal pain"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), allergy to metals ("nickel allergy"), rash ("rash/skin condition"), fibromyalgia ("autoimmune disorder : fibromyalgia./ autoimmune disorder type of disorder: fibromyalgia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), migraine ("migraine, migraines / headaches"), headache ("headaches"), tooth disorder ("dental problems"), nausea ("nausea,"), fatigue ("fatigue"), alopecia ("hair loss"), skin infection ("skin infection / infection (other) describe: skin"), acne ("acne"), cyst ("cysts"), visual impairment ("vision problems"), vaginal haemorrhage ("vaginal bleeding"), urticaria ("hives"), pruritus ("itching"), peripheral arterial occlusive disease ("pad"), feeling abnormal ("neurological conditions or problems type: brain fog,"), carpal tunnel syndrome ("carpel tunnel"), vision blurred ("vision/eye problems type: foggy vision"), gastrooesophageal reflux disease ("gerd"), irritable bowel syndrome ("ibs"), inflammation ("chronic inflammation"), arthritis ("joint inflammation "), lung disorder ("lung problems"), arthralgia ("joint pain"), pulmonary fibrosis (seriousness criterion medically significant), chronic obstructive pulmonary disease ("copd") and arterial occlusive disease ("blockages in my arteries") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, adrenal insufficiency, abdominal pain, allergy to metals, rash, hormone level abnormal, migraine, headache, tooth disorder, nausea, fatigue, alopecia, weight increased, skin infection, acne, cyst and urticaria had resolved, the menorrhagia, genital haemorrhage, dysmenorrhoea, dyspareunia, blood disorder, cardiac disorder, fibromyalgia, psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, visual impairment, vaginal haemorrhage, pruritus, peripheral arterial occlusive disease, feeling abnormal, carpal tunnel syndrome, vision blurred, gastrooesophageal reflux disease, irritable bowel syndrome, inflammation, arthritis, lung disorder, pulmonary fibrosis, chronic obstructive pulmonary disease and arterial occlusive disease outcome was unknown and the arthralgia was resolving. The reporter considered abdominal pain, acne, adrenal insufficiency, allergy to metals, alopecia, arterial occlusive disease, arthralgia, arthritis, bladder disorder, blood disorder, cardiac disorder, carpal tunnel syndrome, chronic obstructive pulmonary disease, cyst, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, inflammation, irritable bowel syndrome, lung disorder, menorrhagia, migraine, nausea, pelvic pain, peripheral arterial occlusive disease, pruritus, psychological trauma, pulmonary fibrosis, rash, skin infection, tooth disorder, urinary tract disorder, urticaria, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment and weight increased to be related to essure (ess205). The reporter commented: were you advised of any complications from your essure removal procedure? Yes content of the communications: advised there were complications due to issues with both my lungs and heart. I have fibrosis in my lungs. Copd and blockages in my arteries ((B)(6) 2018) date discrepancy removal was on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Imaging procedure - on an unknown date: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs and medical record received. Reporter and patient demographics were added. Events vaginal bleeding, hives, itching, pad, neurological conditions or problems type: brain fog, carpel tunnel, vision/eye problems type: foggy vision, gerd, ibs, chronic inflammation, joints disorder, lung problems, joint pain and fibrosis in my lungs added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 508018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: orthonovum from 1996 to 2005. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain (",pelvic/abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), genital haemorrhage ("gen. Abnormal. Bleeding /abnormal bleeding (general)"), vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)"), adrenal insufficiency ("adrenal failure / hormonal changes describe: adrenal failure"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), rash ("rash/skin condition"), fibromyalgia ("autoimmune disorder : fibromyalgia./ autoimmune disorder type of disorder: fibromyalgia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), migraine ("migraine, migraines / headaches"), headache ("headaches"), tooth disorder ("dental problems"), nausea ("nausea,"), fatigue ("fatigue"), alopecia ("hair loss"), skin infection ("skin infection / infection (other) describe: skin"), acne ("acne"), cyst ("cysts"), visual impairment ("vision problems"), urticaria ("hives"), pruritus ("itching"), peripheral arterial occlusive disease ("pad"), feeling abnormal ("neurological conditions or problems type: brain fog,"), carpal tunnel syndrome ("carpel tunnel"), vision blurred ("vision/eye problems type: foggy vision"), gastrooesophageal reflux disease ("gerd"), irritable bowel syndrome ("ibs"), inflammation ("chronic inflammation"), arthritis ("joint inflammation "), lung disorder ("lung problems"), arthralgia ("joint pain / hip pain / ankle pain / knee pain"), pulmonary fibrosis ("fibrosis in my lungs"), chronic obstructive pulmonary disease ("copd"), arterial occlusive disease ("blockages in my arteries"), musculoskeletal pain ("shoulder pain") and neck pain ("neck pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, allergy to metals, adrenal insufficiency, rash, hormone level abnormal, migraine, headache, tooth disorder, nausea, fatigue, alopecia, weight increased, skin infection, acne, cyst and urticaria had resolved, the menorrhagia, dysmenorrhoea, dyspareunia, genital haemorrhage, vaginal haemorrhage, blood disorder, cardiac disorder, fibromyalgia, psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, visual impairment, pruritus, peripheral arterial occlusive disease, feeling abnormal, carpal tunnel syndrome, vision blurred, gastrooesophageal reflux disease, irritable bowel syndrome, inflammation, arthritis, lung disorder, pulmonary fibrosis, chronic obstructive pulmonary disease, arterial occlusive disease, musculoskeletal pain and neck pain outcome was unknown and the arthralgia was resolving. The reporter considered abdominal pain, acne, adrenal insufficiency, allergy to metals, alopecia, arterial occlusive disease, arthralgia, arthritis, bladder disorder, blood disorder, cardiac disorder, carpal tunnel syndrome, chronic obstructive pulmonary disease, cyst, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, inflammation, irritable bowel syndrome, lung disorder, menorrhagia, migraine, musculoskeletal pain, nausea, neck pain, pelvic pain, peripheral arterial occlusive disease, pruritus, psychological trauma, pulmonary fibrosis, rash, skin infection, tooth disorder, urinary tract disorder, urticaria, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment and weight increased to be related to essure (ess205). The reporter commented: were you advised of any complications from your essure removal procedure? Yes content of the communications: advised there were complications due to issues with both my lungs and heart. I have fibrosis in my lungs. Copd and blockages in my arteries ((B)(6) 2018) date discrepancy removal was on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Imaging procedure - on an unknown date: result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-mar-2020: medical record received : lot number, reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: orthonovum from 1996 to 2005. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain (",pelvic/abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), genital haemorrhage ("gen. Abnormal. Bleeding /abnormal bleeding (general)"), vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)"), adrenal insufficiency ("adrenal failure / hormonal changes describe: adrenal failure"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), rash ("rash/skin condition"), fibromyalgia ("autoimmune disorder : fibromyalgia./ autoimmune disorder type of disorder: fibromyalgia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), migraine ("migraine, migraines / headaches"), headache ("headaches"), tooth disorder ("dental problems"), nausea ("nausea,"), fatigue ("fatigue"), alopecia ("hair loss"), skin infection ("skin infection / infection (other) describe: skin"), acne ("acne"), cyst ("cysts"), visual impairment ("vision problems"), urticaria ("hives"), pruritus ("itching"), peripheral arterial occlusive disease ("pad"), feeling abnormal ("neurological conditions or problems type: brain fog,"), carpal tunnel syndrome ("carpel tunnel"), vision blurred ("vision/eye problems type: foggy vision"), gastrooesophageal reflux disease ("gerd"), irritable bowel syndrome ("ibs"), inflammation ("chronic inflammation"), arthritis ("joint inflammation "), lung disorder ("lung problems"), arthralgia ("joint pain / hip pain / ankle pain / knee pain"), pulmonary fibrosis ("fibrosis in my lungs"), chronic obstructive pulmonary disease ("copd"), arterial occlusive disease ("blockages in my arteries"), musculoskeletal pain ("shoulder pain") and neck pain ("neck pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, allergy to metals, adrenal insufficiency, rash, hormone level abnormal, migraine, headache, tooth disorder, nausea, fatigue, alopecia, weight increased, skin infection, acne, cyst and urticaria had resolved, the menorrhagia, dysmenorrhoea, dyspareunia, genital haemorrhage, vaginal haemorrhage, blood disorder, cardiac disorder, fibromyalgia, psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, visual impairment, pruritus, peripheral arterial occlusive disease, feeling abnormal, carpal tunnel syndrome, vision blurred, gastrooesophageal reflux disease, irritable bowel syndrome, inflammation, arthritis, lung disorder, pulmonary fibrosis, chronic obstructive pulmonary disease, arterial occlusive disease, musculoskeletal pain and neck pain outcome was unknown and the arthralgia was resolving. The reporter considered abdominal pain, acne, adrenal insufficiency, allergy to metals, alopecia, arterial occlusive disease, arthralgia, arthritis, bladder disorder, blood disorder, cardiac disorder, carpal tunnel syndrome, chronic obstructive pulmonary disease, cyst, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, inflammation, irritable bowel syndrome, lung disorder, menorrhagia, migraine, musculoskeletal pain, nausea, neck pain, pelvic pain, peripheral arterial occlusive disease, pruritus, psychological trauma, pulmonary fibrosis, rash, skin infection, tooth disorder, urinary tract disorder, urticaria, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment and weight increased to be related to essure (ess205). The reporter commented: were you advised of any complications from your essure removal procedure? Yes content of the communications: advised there were complications due to issues with both my lungs and heart. I have fibrosis in my lungs. Copd and blockages in my arteries (B)(6) 2018) date discrepancy removal was on (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Imaging procedure - on an unknown date: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events added from pfs- shoulder pain, neck pain. Historical drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.